Manufacturer narrative:
(B)(4).

Event description:
The customer obtained questionable low test results for multiple assays on multiple patient samples on the cobas 6000 c (501) module. Of the data provided, the results for one patient sample using the ca2 calcium gen.2 (ca2) assay were discrepant and a reportable malfunction. The initial result was not reported outside the laboratory. No data flags were present. The results are in units of mg/dl. The initial result was 0.8. The sample was repeated on another module in the same analyzer with a result of 7.8. No adverse event occurred. The ca2 reagent lot number and expiration date were not provided. The field service representative found the that the sample probe was an older probe with a known issue that causes liquid level detection issues, which can lead to discrepant results. He replaced the probe, cleaned the probe insert, and checked fluidics. He performed precision testing on multiple assays using pooled samples which was acceptable. The customer performed quality controls which passed. Investigation has determined that in very rare cases, a disturbance of the sample liquid level detection (lld) may occur due to fretting corrosion on the sample probe connector. This occurred due to a production change for the connector. In those cases where the disturbance of the lld occurs, the affected sample probe may dip into the sample material deeper than intended, therefore the sample probe may be not washed adequately, which may lead to carryover. The affected sample probe connector type has been changed in production to a new connector type. With that new connector type, the lld is ensured to fully function as specified. A guide for identifying potentially affected sample probes is being provided to customers. The potentially affected sample probes will be exchanged free of charge to customers. In addition, a work around for this issue is being provided to customers to implement until their new probes are received.

Manufacturer narrative:
Complaints regarding discrepant low results with the specific sample probe part number were reviewed and showed no abnormal trend. There have been no similar events at this site for this specific device, or like instrument, in the past 12 months.